Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The root cause was determined to be a seized brake gap. Brake gap was adjusted to remedy the fault. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. The archive data review indicated error message user advisory (ua) 16 on customer reported date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance, the pdb (power distribution board) needs to be replaced with the current revision and the processor board was found defective. The sticky clutch plate was deburred and, pdb (power distribution board) and processor board were replaced. Following the repair, the platform passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform sn (B)(4).

Event description:
As reported, during device check by biomed engineer, the autopulse platform (sn (B)(4)) displays error message user advisory (ua) 16 (timeout moving to take-up position). No patient involvement.